Event description:
Customer reported that the insulin pump is alarming button error., customer reset it and alarm recurs. Blood glucose value is 136 mg/dl. Nothing further reported.

Manufacturer narrative:
No button error alarm was noted. However, the insulin pump had intermittent escape and act button response due to flattened button dome switches. The insulin pump had cosmetic damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.